Event description:
Bilateral synovitis of knees [synovitis]. Cannot walk [abasia]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013, from a physician regarding a pt with unk demographics and initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 6 ml (route and frequency unk). The lot number of synvisc was not provided. On unspecified dates, the pt developed sore knees and stiffness in both the knees. The action taken with synvisc treatment was not provided. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc and all the events. Follow up info was received on (B)(6) 2013, from a physician regarding pt's demographics, suspect drug and events and the case was upgraded to serious. The pt was identified as (B)(6) female pt with post-surgical arthritis. The pt's medical history was significant for previous use of medical device implantation with intra-articular synvisc (3x2ml) into both knees without any issues. On (B)(6) 2013, the pt initiated treatment with intra-articular synvisc-one (hylan g-f 20) injection, at a dose of 6ml, once into both knees (previously reported as synvisc). The lot number of synvisc-one was not provided. On (B)(6) 2013, the pt experienced bilateral synovitis of the knees with symptoms of stiffness, pain and swelling to both knees. On an unspecified date, the pt was presented to the hospital because of bilateral synovitis of the knees where she was managed by orthopedic resident. It was reported that the pt was not admitted to the hospital. On an unspecified date in (B)(6) 2013, both the knees were drained of fluid with no infections diagnosed. The event of synovitis of both knees was considered to be disabling by the physician. The pt was advised to return home, to rest, to ice the knees and take unspecified non-steroidal anti-inflammatory drugs (nsaids). The physician reported that the pt was distraught as she could not walk. No action was taken with synvisc-one treatment. The pt had not yet recovered from the events of bilateral synovitis of knees and could not walk. The outcome for the event of knee effusion was not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc one and all the events. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.